Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure of a demer's catheter, it was alleged that the right atrial (ra) lead was dislodged. The ra lead was repositioned during surgery the following week. The patient was stable with no adverse consequences.